Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the insulin pump was off and there was a notification light and it was vibrating. The customer stated that the display was not blank less than 30 seconds or did not return and the display was not blank currently. The customer stated that the contacts on the battery cap are neither missing nor damaged. The insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap were neither missing nor damaged. The display did not return after the insulin pump restart. It was unknown whether the customer was using automode at the time of reported event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.